Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article entitled, ¿modifiable factors delaying early discharge following primary joint arthroplasty¿ the aim of this study was to identify avoidable causes for protracted hospital admission (greater than 72 hours) following total hip arthroplasty (tha) or total knee arthroplasty (tka) within a fast-track unit. Implanted depuy products: the tha was comprised of a corail stem, pinnacle cup, and depuy acetabular liners and femoral heads. The tka studied was the lcs system comprised of a femoral component, tibial tray component, and tibial insert. Results for the tha: 1 intraoperative fracture of the greater trochanter- treated with weight bearing restrictions postoperatively. 1 infected hip treated with IV antibiotics results for the tka: 9 ¿chest infection¿ coded as pneumonia- treated with antibiotics 2 pulmonary embolisms- treatment unknown captured in this complaint: tha: stem, head, liner, and cup: no reported product problems. Patient harms: infection, fracture. Tka: femoral component, tibial tray component, and tibial insert: no reported product problem. Patient harms: pulmonary embolism, pneumonia. There are noted reasons for prolonged hospital stays included within the text of this article. These reasons are excluded from this complaint because there is insufficient information to identify the specific type of complication or to determine if the complication is a serious injury.